Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Legal counsel for patient further reported that adverse soft tissue reaction, a psuedotumor and fluid were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 4 of 7 mdrs filed for the same event (reference 1825034-2014-01556 /-01557 /-01558 /-01559 /-06854 /-06855 /-06856).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Legal counsel for patient further reported that adverse soft tissue reaction, a pseudotumor and fluid were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2006. Operative report noted patient underwent right hip revision on (B)(6) 2012 due to pain and elevated metal ion levels. Operative report noted the presence of a turbid dark reddish-brownish fluid, a loose acetabular cup, inflammation of the synovial tissue, wear on the cup and head, and a fractured femur during removal of the stem. All components were removed and replaced. An additional right hip revision took place on (B)(6) 2013 due to an anteverted acetabular cup, leg length discrepancy and a broken proximal cable. Operative report noted the presence of fluid collection. The modular head, liner and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-01556 / 01559).